Manufacturer narrative:
The full number for the product in question is bk020053 (1/27/2003). Immucor technical support used a remote electronic connection method to assess test wells on the testing instrument on 03aug2016. Immucor technical support subsequently determined that all of the unexpected negative test well outcomes were visually positive. The immucor laboratory tested retention product on 04aug2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.